Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2006, at which time mesh was implanted. Mesh was implanted on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the pt. Underwent a vaginal mesh implant on (B)(6) 2005 . On (B)(6) 2006, implant was removed due to exposure of vaginal tape, and replaced with mesh on (B)(6) 2006. Pt. Had another implant surgery (mini-arc) on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.